Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001822565-2021-02913 and 0002648920-2021-00330.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801804002, lot: 61726642, femoral head sterile product do not resterilize 12/14 taper part: 65771101300, lot: 61259345, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00330 and 0001822565-2021-02913.

Event description:
It was reported the patient underwent right tha and subsequently was revised 8 years later for swelling, pain and elevated metal ions. Surgeon noted corrosion and large pseudotumor. Head and liner revised. Attempts have been made and no further information has been provided.